Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging an apply sample message issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an apply sample message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Manufacturer narrative:
(B)(4) - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip were tested and the alleged complaint could not be confirmed. However, a secondary issue was observed with the test strips where er4 was observed with control solution testing. The meter has also been returned to lifescan. However, at this time the evaluation of the meter has not been completed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.